Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device, an aneurysm was located in the right internal caro tid artery (ica) with a saccular morphology and a maximum diameter of 15 millimeters. The distal landing zone was 4mm and the proximal landing zone was 5mm. Vessel tortuosity was moderate. The stent was pushed too far and became crushed, leading to a breakage of the filaments in the distal portion. The distal section of the pipeline failed to open, with less than 50% of the device deployed at the time of failure. The device was not placed in a bend. The pipeline was subsequently removed from the patient. Dual antiplatelet treatment was administered, and the angiographic result post-procedure showed perfect apposition of the flow diverter used. The pipeline was replaced with another medtronic product. The devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event. Ancillary devices: phenom27 catheter on (B)(6) 2025 e1 (rep, hcp, for): additional information received reported the cause of the pipeline becoming crushed was the doctor said he pushed too much. No additional steps were taken to open the pipeline as they saw the filaments crushed so the device was removed.